Event description:
A discordant immulite 2000 troponin result was obtained on a patient sample. The result was reported to the physician. Upon retest, the corrected result was reported to the physician. The patient underwent an ultrasound. There is no known report of adverse health consequences due to the discordant troponin result.

Manufacturer narrative:
Siemens application specialist evaluated the immulite 2000 instrument data. Analysis of the instrument data indicates that the cause of the discordant troponin result is unknown. The instrument is performing within specifications. No further evaluation of the device is required.